Manufacturer narrative:
The initial reported event of lead issue was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room due to a lead integrity alert for high, out of range impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.